Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist dialed into the station, reviewed datasync debug logs, and confirmed no errors. The specialist launched structured query language (sql) server management studio (ssms), ran transaction locate queries, and verified records. Datasync and maintenance services were confirmed to be running. The specialist then accessed server, compared transaction records for station, and confirmed they matched. A downtime query was executed to ensure no xml messages were stuck. Customer confirmed issue got resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to communicate with software. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.